Event description:
(B)(4). Initial information was reported by a consumer on 13-jun-2008: a (B)(6) female consumer received treatment with poly-l-lactic acid (sculptra) four weeks ago for cosmetic purpose, and two weeks later, on an unspecified date, she experienced a "change in color:" she stated that her cheek is red in color. Event is ongoing. She indicated that she received one other treatment a year ago and tolerated the treatment. Lot numbers/expiration dates and reconstitution information unknown. No further medical information reported. Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects or damages detectable. Conclusion: no faults detectable.